Event description:
The hcp reported the patient's catheter was found to be tightly coiled and occluded within the pump pocket. The patient had been experiencing a loss of analgesia. The hcp repaired the patient's catheter. The patient recovered from surgery without sequela. The drug contained in the patient's pump was hydromorphone (8.0mg/ml) delivered at 0.38mg/day.